Event description:
It was reported that the introducer was fractured and the cannula had to be removed through an intravascular retriever. The target lesion was located in the right common femoral artery. A 6fr x 11cm super sheath introducer sheath was selected for use. During removal, it was noted that the introducer got fractured and the cannula was left inside the patient. Consequently, an intravascular retriever had to be used for its extraction and the procedure was completed. There were no further patient complications were reported.